Manufacturer narrative:
E1: facility name (B)(6). H3/h6: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was peeling. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the customer's reported problem as the battery door was damaged and a software upgrade was required. The battery door was replaced, and the pump was updated. The dso seal was replaced.

Event description:
It was reported that the device had broken battery latch. Per reporter, the event occurred during testing and there was no patient involvement. Analysis of the device found the downstream occlusion (dso) seal was peeling.